Event description:
It was clarified that there was no prolongation of the procedure and the anesthesia was not extended. The procedure in its entirety was 112 minutes (and not delayed 112 minutes).

Event description:
The customer reported to olympus that during a therapeutic endoscopic ultrasound (edge) procedure, the evis exera ii ultrasound gastrovideoscope had a non olympus stent stuck in the scope. The physician had attempted to reposition the stent, but ended up deploying it too early, causing the stent to get stuck in the scope. There were no error messages. There was no intervention required for the issue but there was a 112 minute delay. The procedure was completed with the same device with no effect to the outcome of the procedure. There were no reports of patient harm.